Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump problem; it was removed due to a possible early termination of the device. No patient symptoms were reported. The medication the pump was being used to deliver was unknown. No outcome was reported regarding this event. Additional information with regard to the "early termination," troubleshooting, and the medication in the pump was requested. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found catheter sc connector coring-tears-cuts in seal which met leak criteria.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) reported the event as a baclofen pump failure. The other medications the patient was taking at the time of the event were baclofen, cei-two suppositories, cephalexin, norco, macrobid, metoprolol, polyethylene glycol, sanctura, simvastatin, tizanidine, and trimethoprim. The patient had no allergies. The patient's diagnosis for use of the system included 847.9 (sprain of back), 996.59 (malfunction other device/graft), 806.21 (closed fracture of t1-t6 level with complete lesion of cord), 355.8 (mononeuritis of lower limb, unspecified), 730.20(unspecified osteomyelitis, site unspecified), 344.1 (paralysis of both lower limbs), 719.41 (pain in joint, shoulder region),781.0 (abnormal involuntary movements) and 959.01 (head injury, unspecified). Should additional information be received, a supplemental report will be filed.